Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital with vt/vf storms and multiple therapies. Some episodes revealed long charge time. Review of the episodes revealed multiple shocks delivered within short period of time. Under those circumstances a charge timeout is likely to occur at some point in any ICD model. The root cause of the device issue will be determined during the analysis. The device was explanted and replaced. The patient was stable during and post-procedure.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. It was noted that multiple hv therapies within a short period caused the extended charge time. The device was tested on the bench and no anomalies were found.